Event description:
A third party service center received information alleging a ventilator was alarming. There was no patient harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at a third party service center, failures related to the device's sensor board and active exhalation control module were observed. The device's sensor pca board and active exhalation module was replaced to address the issue.